Event description:
The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial dislodged one day post implant. During revision, body fluids were noted inside the insulation of the lead. The lead was explanted and replaced successfully. No additional information was available at this time.